Event description:
Olympus (oit) was informed by the user facility via repair request, that the customer visera 4k ultra high-definition camera control unit¿s ¿image signal to the monitor is missing¿ which occurred during a laparoscopic procedure. No death, injury or complications were reported. There was no delay, and the procedure was completed within the planned time frame, no other device was used.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities, as well as in appearance. We could not determine, the cause of the phenomenon, based on the investigation result. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.